Manufacturer narrative:
(B)(4).

Event description:
It was reported that a missing sensor wire was reported. Date of issue is an approximation. The sensor was inserted into the abdomen on (B)(6) 2019. The patient stated they removed the sensor wire due to bleeding. Upon removal they stated the sensor wire was missing. They indicated that the insertion site was red, and they had been putting neosporin on it with a band aid. They started to have anxiety about the sensor wire being retained in their skin and went to the doctor on (B)(6) 2019. At the time of contact, the patient was about to go in for an x-ray. Additional information regarding the results of the x-ray were not provided. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No additional patient or event information is available.